Event description:
It was reported that customer experienced multiple occlusion alarms over several days. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.